Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was not treated with medication for the event. Action taken with dianeal therapy was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The patient was treated with unknown antibiotics for the event. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Device code (B)(4) was replaced with 2017. Evaluation conclusion code 61 was added. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.